Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an advisory. This rv lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.